Manufacturer narrative:
Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a06 is being used to capture the reportable event of loss of visualization.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report for exalt model d scope and 3005099803-2025-03300 for the exalt controller. It was reported to boston scientific corporation that an exalt controller was used during a diagnosis procedure performed on (B)(6) 2025. During the procedure, the image was lost and the exalt controller unexpectedly rebooted. The procedure was completed using a second exalt model d scope and the original exalt controller. There were no patient complications reported as a result of this event.